Event description:
Mayfield head pins applied and mayfield head piece tightened while neurosurgeon adjusted height mayfield headpins loosened and slipped causing scalp laceraction which was sutured. Mayfield head rest sent for repair.